Manufacturer narrative:
(B)(4). The device is reported to be available but has not been received at this time. Should the device be received or additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the iodine in the connection shield had dried up and the connection shield was sticking to the packaging. This was found prior to use. No additional information is available. This is report 2 of 2 for this event.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: the device was returned to baxter for evaluation. Upon receipt of the device it was observed that a hole was present in the packaging. Visual inspection found that the foam sponge was adhered to the inner surface of the packaging. It was determined that the iodine dried due to the hole in the packaging. However, the cause of the hole in the pouch could not be determined. Should additional relevant information become available a supplemental report will be submitted.